Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt105 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint (B)(4) breathing circuit was just returned to fisher & paykel healthcare (B)(4). A follow-up report will be provided upon completion of our investigation.